Event description:
It was reported that the patient had tenderness at the incision sites. It was noted that the patient had overstimulation prior to not getting an adequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 5076537/5076972